Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental. Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification.